Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the sample for investigation. Of the data provided, erroneous ft3 results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 reagent lot number used at the investigation site on the e 170 analyzer was (B)(4) with an expiration date of 01/31/2016. The ft3 reagent lot number used at the investigation site on the e411 analyzer was (B)(4) with an expiration date of 09/30/2015. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. There was not enough sample volume provided for the erroneous ft3 results to complete the investigation. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.

Manufacturer narrative:
A new patient sample for (B)(6) was submitted for investigation of the discrepant ft3 results. Investigation confirmed the presence of an interfering factor to the antibody/idiotype. This specific interference is addressed in product labeling.